Event description:
It was reported that the doctor believes the customer's insulin pump was not functioning properly and the customer experienced vomiting and thirst. The blood glucose reading was 600mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run the high pressure test and the test failed twice. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.